Event description:
Procedure: gastrectomy. According to the reporter: the stapler was fired with the "neoveil," but the staples were malformed and the tissue was not cut. The surgeons then fired without "neoveil," but bleeding of "over oozing" but less than 200 cc's of total blood loss occurred. The surgeon then used another device to complete. There was no injury reported. In total the case was extended about 30 min.